Event description:
It was reported that the patient had some inappropriate shocks due to oversensing via a change in intrinsic amplitudes. The patient was undergoing physical therapy at the time. There was some difficulty to convert. An x-ray confirmed good system placement. Technical services advised to try a different sensing vector. The doctor will address this and possibly do some treadmill testing. There were no additional adverse patient effects. The system remains implanted.